Event description:
A malfunction alarm was reported by the customer, specifically identifying malf 12. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction was reported. The customer was instructed to continue using the pump and to contact support again if any issues reoccurred, which they acknowledged and understood.